Event description:
As reported, the patient was implanted with a bard/davol perfix plug during the tension repair of a right indirect hernia on (B)(6) 2021. As reported on (B)(6) 2021, the patient experienced incision pain and rust-like exudation occurred.

Manufacturer narrative:
As reported, the patient experienced incision pain and rust-like exudation about 8 days post implant of the perfix plug. Based on the information provided, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in october, 2020. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - remains implanted.